Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the biliary tree. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.